Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion sets fell off during use events between 03-may-2024 to 19-june-2024.the events occurred within 1 day of insertion. Skin tac adhesive aide was used at the area of insertion the blood glucose level was 300mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.